Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent trial procedure on (B)(6) 2017 to get coverage for lower back pain. During a trial procedure the physician tried an alternative method of stimulation (burst dr) on the existing lead. The physician connected the lead with an extension but the impedances were observed high and no stimulation was achieved. The procedure was abandoned. The physician explanted the ipg (reference MFR. Report# 1627487-2017-01918) during the procedure and closed the pocket. The patient may undergo drg trial at later date.